Event description:
It was reported that the telemetry recording showed pauses and loss of capture in the ventricular lead. Follow-up attempts were made, however no further information was obtained. The right ventricular lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.